Event description:
Per rn: this is a 3ml syringe with an attached 1-1/2¿, 22g needle. Recently, I¿ve opened more than one of these packages and found that the needle hasn¿t been securely attached to the syringe. Today¿s incident resulted in a needle stick to myself (the needle was clean at the time of the injury).